Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon investigation the electrode belt failed incoming testing. Specifically the therapy electrode belt recognition test. The cause for the failure was a broken solder joint connecting the pulse wire in the distribution node (dn). The root cause for the broken joint could not be identified. No adverse event resulted from the open wire.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving check therapy pad messages.